Manufacturer narrative:
A lot history review was not possible as the lot number was not provided. However, product release at cardinal health is contingent upon the successful completion of lot release testing, including sterilization prior to shipment and a documentation review by the quality department. The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation. This report is in response to voluntary event report mw5077826.

Event description:
As reported ¿mynx closure device nerve damage. Hemorrhage.¿ the mynx vascular closure device (vcd) was used for closure following a cardiac catheterization diagnosis. Intervention was required. The product is not compounded. The product is not over-the-counter.

Manufacturer narrative:
Complaint conclusion: as reported, ¿mynx closure device nerve damage. Hemorrhage.¿ the mynx vascular closure device (vcd) was used for closure following a cardiac catheterization diagnosis. Intervention was required. The product is not compounded. The product is not over-the-counter. The device was not returned for analysis. A device history record (DHR) review could not be conducted as a lot number was not provided. Access site hemorrhages are a common procedural complication and is listed in the IFU as such. Hemorrhages are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath removal technique, and the patient's compliance to decrease mobility of the limb affected in order to promote coagulation. Patient and/or pharmacological factors are likely contributing factors to the hematoma reported. Additionally, it was reported that the patient experienced nerve damage along with the hemorrhage. Nerve damage can be caused by the compression or trauma of a nerve, and manifest as numbness or a tingling sensation. Many factors could have contributed to the nerve damage reported, such as accurate puncture technique, appropriate sheath size, and adequate manual pressure application. It is possible that an injury to the nerve occurred during the compression pressure that would be applied to stop the reported hemorrhage. According to the instructions for use, which is not intended as a mitigation, users are informed that prolonged access site-related bleeding is a potential risk associated with closure procedures. Furthermore, users are instructed to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, apply additional compression as necessary. Without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.